Event description:
Dealer advised received cld kit from order (B)(4) and installed on chair but still having issues. Dealer advised still shifting hard and one arm drive shifter is rubbing against gear shifter and rubs against armrest receiver.